Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. As express devices are custom made devices, a review of the complaint history for this part is not applicable. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a thr surgery, the threaded section of a express hip instrument project broke off while attempting to remove it from the cup after initial insertion. However,the surgeon was able to remove the cup with the threading from the handle still interlocked in the center hole of the cup with a combination of osteotomes and vice grips, then re-reamed and placed a new cup. Surgery was resumed, after a non-significant delay, with a smith and nephew back-up device. No patient harm was reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).